Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) had shifted and it was not sitting flat anymore. The patient gained a lot of weight and had lost it all at the time of the report. It was reviewed that the health care professional (hcp) needed to address and decide if it needed to be revised. The weight loss was over the last year, 2015. It was then noted that the programmer showed that the implantable neurostimulator (ins) was empty but then the recharger showed that it was low. It was reviewed that the external equipment was working as intended. The programmer showed lower to encourage a person to charge the implant and not to let it deplete. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.